Event description:
It was reported that the user scanned an fsl3+ sensor with the libre app and had been using bg run mode for approximately two days, after which the app displayed a ¿dosing will stop soon¿ message; the agent advised that bg run mode functions for up to 72 hours, after which a new sensor would be required, and the user elected to transition to backup therapy until the sensor¿s scheduled expiration. Symptoms included no adverse clinical effects. Outcomes included a temporary interruption of automated insulin dosing with continuation on backup therapy. Investigation included complaint intake review and user education on system behavior and sensor-use limitations. Investigation of this case revealed expected system behavior where bg run mode times out at its designed limit and dosing stops when the sensor is not available for ongoing automated control, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was normal product performance consistent with design and user guidance.